Event description:
A (B)(6) male pt contacted zoll customer support to report that his response buttons were not responding when he pressed them. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon inspection, it was found that the rear response button was not functional. This would not allow the monitor to power on past the splash screen. The rear response button cable was torn causing the button to be inoperative. The root cause of the torn response button cable cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.